Event description:
A customer reported that the unit of measurement setting of their freestyle meter changed after they changed the battery. There was no report of death, serious injury or mistreatment. The customer's meter has been returned and an investigation is underway.

Manufacturer narrative:
An investigation is in process. A final report will be submitted when the investigation is completed.